Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The central processing unit (cpu) was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a system required restart. There was no report of patient involvement.